Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported atrial events occurred in blanking period causing premature termination of mode switch on electrograms (egm). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.